Event description:
Patient underwent cataract surgery on 02/17/98, and implantation of a staar model aa-4207vf intraocular lens. However, during the insertion process, the surgeon said the injector tore the capsule and the patient is not doing well, she has corneal edema. The lens was cut and removed. The surgeon implanted a storz model 3lu311 intraocular lens. He said he felt the injector was at fault.